Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported resistance met during advancement could not be replicated in a testing environment as it was based on operational circumstances. D10, h3 - device available for evaluation h6: method code 4115 - removed.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily tortuous, moderately calcified and 90% stenosed. The xience prime 3.0 x 33 mm stent delivery system failed to cross due to the patient anatomy and the proximal shaft broke. It was easily removed and another device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.